Event description:
It was reported that balloon ruptured occurred. During a percutaneous coronary intervention, a 10/2.25 flextome¿ cutting balloon¿ was selected to treat the target lesion. During procedure, it was noted that the balloon ruptured. The procedure was competed with a nc quantum balloon catheter. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Solidified contrast media was identified within the inflation lumen. The returned device was attached to an encore inflation unit. The balloon could not be inflated due to the solidified contrast media. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified contrast media before further inflation attempts were made. Microscopic analysis revealed a longitudinal balloon tear in the balloon body at 1 mm proximal to the proximal end of the proximal markerband running to the distal end of the distal markerband. An examination of the balloon material and markerbands. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues or defects noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. During a percutaneous coronary intervention, a 10/2.25 flextome¿ cutting balloon¿ was selected to treat the target lesion. During procedure, it was noted that the balloon ruptured. The procedure was competed with a nc quantum balloon catheter. No patient complications reported and the patient's condition is good.